Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. Since this product investigation is related only to an adverse event, is not possible to address any failure or damage to a patient injury. The device history record ( DHR) of lot number 6597635 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 350cc saline breast prostheses on (B)(6) 2012. The patient experienced right implant deflation that was observed on (B)(6) 2018. The patient also has thin tissues due to attenuation, as well as low grade synmastia. The patient underwent bilateral capsulorrhaphies and bilateral removal and replacement with mentor memorygel breast implant 425cc gel breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.